Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot even when replaced with a known good battery. The receiver case was opened and the internal inspection passed. Functional testing and receiver log download were unable to be performed due to the receiver not booting. A defective u6 at the main board was found during troubleshooting. The reported event of unexpected receiver shut-down was confirmed. The root cause was determined to be a defective u6 at the main board.

Manufacturer narrative:
(B)(4).describe event or problem - correction: "the reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective u6 at the main board."

Event description:
The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.